Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were low and the width plate screws were missing. The motor, switch, bearings, o-ring, reciprocating arm, and width plate screw were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was in need of repair for unknown reason. Investigation found the motor speed was low and a missing width plate screw. No adverse event was reported as a result of this malfunction.